Event description:
There was an allegation of a questionable total protein result for one patient sample from the cobas 8000 c702 module. The initial result was 30 g/l and the repeat result was 69 g/l.

Manufacturer narrative:
The reagent lot number was 748897. The expiration date was requested but was not provided. The field service engineer performed various actions including replacement of multiple solenoid values, detergent bottle tubing, and reagent and sample probes. He adjusted the detergent volume, refitted the vacuum, replaced the vacuum pump guides, and cleaned the wash tube probes. The customer performed calibration and precision testing. The investigation did not determine a specific root cause but found the service actions resolved the issue.